Event description:
It was reported that a standard prass flush-tip monopolar stimulator probe couldn't detect the nerve activity. There was no signal shown on the monitor. There was no injury as a result of this event and the patient was reported as "in good condition".

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned, evaluation is currently in progress but not yet complete.

Manufacturer narrative:
Device analysis: the complaint device was returned for analysis. From visual evaluation, no damages were noted on the probe or the probe handle assembly. Per specification the probe shall exhibit continuity with an end-to-end resistance of less than 2 ohms. Resistance readings were taken and were found to be less than 2 ohms. Per specification, the resistance of entire assembly is to be less than 0.3 ohms. The resistance reading taken was found to be less than 0.3 ohms. Additionally, a functional test was performed and the probe functioned as intended/able to provide stimulation without observing any issues/anomalies. Based on the analysis, the complaint is not confirmed as the device functioned as intended and within manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.